Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Proceeded with the following testing to ensure proper functionality of the unit. No blank display noted during testing. Unit received with cracked case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at select button, missing display window cover, scratched case, missing serial number label, cracked case (battery tube) and cracked corner of belt clip rails. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack at the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1810 was requested and it was returned for analysis.